Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the patient went into a complete heart block. A temporary pacemaker was placed to stabilize. The cardiac rhythm remained unchanged so a permanent pacemaker was implanted. The patient health condition was unknown.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. The length of the membranous septum was 2.1mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. The patient went into a complete heart block. During the procedure, the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and the heart block persisted. A temporary pacemaker was placed to stabilize. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The cardiac rhythm remained unchanged. On 10 dec. 2025, a permanent pacemaker was implanted. The patient had an extended hospitalization. The patient was discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block could be due to patient comorbidities. However, this could not be confirmed. The reported unexpected medical intervention and surgery are results of case-specific circumstances, as temporary pacemaker were performed, subsequently permanent pacemaker was implanted due to heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.